Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received 3 black sureform 45 reloads to perform failure analysis. The first black sureform 45 reload was found to have loose staples wedged between pusher and cartridge. Additional observation related to the customer reported complaint: the reload was found to have wedged staples between pusher and cartridge. Visual inspection discovered that staples became jammed approximately halfway through the reloading process. There are 3 lodged staples, which can prevent the progressing through the full firing trajectory. The second black sureform 45 reload was returned in an unused condition. The stapler reload was placed and driven on an in-house system with the returned sureform 45 stapler instrument. The stapler reload passed the recognition and engagement tests. The stapler reload passed the clamping test and firing test. No product issue was identified. The stapler reload was fully functional. The third black sureform 45 reload was returned in a used condition. A visual inspection discovered that the stapler reload was partially fired approximately 1/3 of the way through the firing process. Further inspection revealed that up to this interruption, all staples were fired, and the shuttle and shuttle knife were fine. Isi also received a sureform 45 curved-tip stapler instrument for failure analysis. However, as of the date of this report, the evaluation of the stapler instrument has not been completed.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of a video provided by the customer of the reported event revealed loose staples after a black sureform 45 reload was fired.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 curved-tip stapler instrument completed the fires of green and white sureform 45 reloads. However, while attempting to close the bronchus with black sureform 45 reloads, the first two fires stopped in the middle after the stapler instrument had successfully compressed completely. The third fire was not successful at all. The surgeon checked the tissue and reported the tissue was not too thick. Stapling was completed with a handheld laparoscopic stapler instrument. The procedure was completing as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information regarding the complaint was obtained: the sureform 45 curved-tip stapler instrument and sureform 45 reloads were inspected prior to use and no issues were identified. The instrument did work during the procedure. At the time of the event, the surgeon was stapling of bronchus. The tissue was not calcified, or exposed to any radiation/chemotherapy prior to the procedure. There was no tension to the tissue. There was no bunching of the tissue. On the third stapler fire attempt, it was explained that the instrument did not fire at all. However, the event involved a partial fire on the first and the second stapler fire attempts. The fire stopped in the middle after ¿compressing completed successfully.¿ the stapler reload did not have an exposed blade. The staples were missing from the staple line. There were no holes or gaps observed within the staple line. The message ¿unable to complete stapling¿ was displayed. The surgeon encountered obstructions such as staples since 2 firing attempts were already made and there were staples between the stapler instrument's jaws during the third stapler fire attempt. No buttress material was used during the procedure. During clamping on the third stapler fire attempt, a "tissue too thick" message appeared. However, eventually the clamping was complete, and a "ready to fire" message appeared. No bleeding was observed on the staple line due to the stapler issue. There was no unplanned tissue removal due to the stapler firing failure. The customer used a third-party stapler instrument to resolve the issue with the staple line. The procedure was completed robotically with no injury to the patient. The patient's demographic information is not available. The following additional information was provided based on a log review: the logs show a sureform 45 curved-tip stapler instrument (part #480545-04, lot #l11230413-0549) was installed on the system 13 times and fired 12 sureform 45 reloads (1 white, 1 blue, 4 white, 1 blue, 1 white, 2 blue, 2 black, in that order). On install 1, the system failed to detect the reload color, and the user manually selected the white sureform 45 reload on the surgeon side console (ssc) touchpad. On installs 1-9, and 11, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 10, a blue reload was loaded, however no clamping or firing was performed. On install 12, the first clamp was incomplete, stopping at about 68% completion. The next clamp was successful, but was followed by a firing failure. The firing stopped at about 51% completion. On install 13, the system failed to detect the reload color, and the user manually selected the black sureform 45 reload via the ssc touchpad. The first two clamps were successful but were followed by a second firing failure. The firing stopped at about 66%. The instrument was then force expired by the system due to the use of all 12 firings, represented by an error code in the logs. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs. The following additional information was obtained based on video reviews: in the videos, the surgeon attempted to clamp on the bronchus with a black sureform 45 reload on a sureform 45 stapler instrument. The first clamp attempt failed due to the tissue being too thick. The second clamp was successful, and the stapler instrument had begun to fire but paused 3 times before stating "tissue is too thick to continue." The bronchus was then stapled successfully by the customer using a 3rd-party laparoscopic stapler instrument. Based on the logs and the videos provided the stapler instrument behaved as expected and paused when the force became too high and eventually stopped the fire as programmed.